Event description:
It was reported that the lens took 30 minutes to unfold in the patient's eye. The surgeon tried to manually unfold the lens without success. The lens remains implanted in the patient's eye and the issue resolved (lens unfolded). The surgeon indicated that prior to implanting the lens the haptics seemed "stiffer" and the lens was difficult to load into the inserter. The patient's prognosis is good.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.